Event description:
It was reported that during a revision surgery the handle broke trying to remove the anthology stem. No delay was reported and no backup device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off of the inserter rod and all pieces were returned. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. From the analysis conducted during this investigation, it was concluded that the device fractured at the transition between the shaft and striking platform, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.